Event description:
A report was received stating that "during a craniotomy procedure, the tip of the midas rex router bit for the drill broke off. An x-ray was obtained to identify the location of the broken piece in order to retrieve the small fragment under the bone flap. There are no known negative effects on the pt due to this event." On f/u it was noted that the detached portion was identified on x-ray before closing the flap. It was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. Eval determined that the footed portion was damaged by tool contact. On f/u it was confirmed that there was no pt impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."